Event description:
It was reported that during a turb procedure, the metal loop split. The surgeon used the fifth one to finish the case on the patient. There was no consequence to patient. The end-user completed a product failure report and indicated that the problem could not cause harm to a patient.

Manufacturer narrative:
The device is received in a condition which makes testing impossible; however, information has been requested from user facility to complete our investigation. There is more time required to investigate. A follow-up report will be submitted when investigation is completed.